Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, a few weeks post implant, this right atrial (ra) lead exhibited loss of capture due to high thresholds, which was resolved by increasing outputs. This ra lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that, a few weeks post implant, this right atrial (ra) lead exhibited loss of capture due to high thresholds, which was resolved by increasing outputs. This ra lead remains implanted and in service. No adverse patient effects were reported. Additional information: this ra lead has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note: patient code 3191 captures the reportable event of surgery.